Event description:
Robotic fenestrated bipolar forceps checked preoperatively and was intact. After surgery, the instrument was checked again and the cable was noted to be frayed. An x-ray was taken and nothing was seen on x-ray. No apparent pt harm.